Event description:
Reportedly, it could measure the pressure fine. Blood temp value was varied and the error occurred at the co measurement during use. Another catheter was used and the problem was solved. No pt complications returning device.

Manufacturer narrative:
Device not returned.